Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No blank display noted. No damage noted on the isolation tape on the lcd board. The insulin pump powered up properly after battery was installed. Unable to perform functional testing test due to no button response. The insulin pump has minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She could not clear the alarm. The night before the customer changed the battery and tried three different batteries before the insulin pump tuned on. The insulin pump had a blank display. Customer's blood glucose level was 500 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.